Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right atrial (ra) lead appeared to be caught in an obstruction in the superior vena cava (svc). The physician removed the lead and the helix had extended beyond the end of the lead tip. The helix was then retracted and the lead was advanced into the atrium with no issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.